Event description:
It was reported that the patient presented for a non-cardiac surgical procedure. During the procedure, the implantable cardioverter defibrillator (ICD) delivered inappropriate shock due to noise over-sensing. Programming changes were made. The patient was in stable condition.